Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using ruby coils and a lantern delivery microcatheter (microcatheter). During the procedure, while advancing the ruby coil through the lantern in the target vessel, the physician noticed the pusher assembly of a ruby coil was kinked approximately one-third into the lantern; therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.